Manufacturer narrative:
G4:26jan2021. B4:26jan2021. A good faith effort was made and the customer confirmed that the flow sensor assembly was replaced and the device successfully passed all testing. The device was placed back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the root cause was a failure of the airflow sensor caused by u1 drifting out of calibration; therefore, the ventilator could not enter the standby mode. Also, the o2 sensor was damaged.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
It was reported to philips that after replacing a battery, the device was displaying a proximal line disconnect alarm with tidal volume showing low and device is not going into standby. The device was not in use at the time of the event. This issue occurred during servicing after the biomed had replaced a battery. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated they had replaced the battery and the device came back with a proximal disconnect alarm, alarming low tidal volume and will not go into standby. The rse advised the biomed to check the air and o2 flow at 0. Average air: -6.3, average o2: 0.0. The rse advised the biomed with the air reading -6.3, it is recommended performing the air and o2 flow test and the o2 mix test. The rse advised that it's suspected that the flow sensor is out of tolerance. Part information for a replacement flow sensor assembly, air and o2, was provided to the biomed if a replacement part was required.